Event description:
It was reported that the health care professional (hcp) wanted the ventricular tachycardia (vt) events reviewed to understand if the events were true vt that were recorded by the cardiac resynchronization therapy pacemaker (crt-p) on the right ventricular (rv) lead channel. Technical services (ts) reviewed and determined they may be real, but there was some noise noted. There was also loss of capture (loc) on the left ventricular (lv) lead presenting electrogram (egm) noted. Ts recommended further evaluation with pocket manipulation and isometrics to test the leads. The crt-p and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the health care professional (hcp) wanted the ventricular tachycardia (vt) events reviewed to understand if the events were true vt that were recorded by the cardiac resynchronization therapy pacemaker (crt-p) on the right ventricular (rv) lead channel. Technical services (ts) reviewed and determined they may be real, but there was some noise noted. There was also loss of capture (loc) on the left ventricular (lv) lead presenting electrogram (egm) noted. Ts recommended further evaluation with pocket manipulation and isometrics to test the leads. The crt-p and leads remain in service. No adverse patient effects were reported.